Event description:
It was reported that the twist clamp (white twist sleeve) separated from the main body of a minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use for two (2) months. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation with a minicap attached. Visual inspection was performed and a separation between the main body and twist clamp due to broken occluder legs was observed. The reported condition was verified. The cause of the damage is undetermined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.